Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 2016. The surgeon trialed with a size 15 broach and achieved a good fit. However, when the stem was implanted and impacted, the stem subsided on the final impact. A femoral fracture was sustained as a result. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during a left total hip arthroplasty, a size 15 broach was trialed and a good fit was achieved. However, upon impaction of the stem, the stem subsided. A femoral fracture was sustained as a result. The complication resulted in a 30 to 40 minute delay, as cables were used to complete the procedure.